Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose and could not bring it down. It was found that cannula was bent. Customer was taken to the hospital on (B)(6) 2017 with blood glucose of 501 mg/dl. Customer was admitted into the intensive care unit. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to check settings. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.